Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is 2 of 3 MDR's filed for the same patient (reference 1825034-2016-03034 / 0001825034-2017-00141).

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to dislocation. Review of radiographs revealed a periprosthetic fracture at the level of the lesser trochanter of the femur. No revision has been reported to date.